Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03163. The pt received an scs system on (B)(6) 2011. It was reported that the pt is currently without stimulation. The programmer is showing several errors and the amplitude of program 1 stopped at perception level. The pt has a possible infection around the ipg. The pt is being treated with IV antibiotics. No further info is available at this time.